Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device was explanted.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, red particles, and an opening. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage, and a striated edge break on the anterior side due to surgical damage.